Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.9160" x 0.2525" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The conductor wire is broken as it is designed to be attached to the grip tip. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire at the base of the grip tip. Electrical continuity test was not performed as the grip tip is missing. This is caused by completely broken and missing grip tip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, there was damage on the force bipolar instrument. The reporter was not sure where the instrument was damaged. The procedure was completed with no reported injury.